Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced high blood glucose of 600 mg/dl. No were no symptoms related to high blood glucose were observed. Customer did not mention any form of treatment for high blood glucose issue and declined troubleshooting. Customer also mentioned that the infusion set would not deliver insulin and the plunger in the reservoir would not move. Advised customer of possible infusion set or site occlusion. Customer also declined troubleshooting on the possible occlusion. Customer's blood glucose was 143 mg/dl. At the time of call advised customer to update his healthcare professional regarding the high blood glucose event and call back for any further assistance. Replacement infusion set and reservoir will be sent. Reservoir and infusion set are expected to return.

Manufacturer narrative:
Evaluated 3 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.